Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation.   In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, the sheath shaft components were 100% visually inspected for any defects. The esheath final assemblies were 100% visually inspected by both manufacturing and quality. In addition, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The testing included expander insertion force testing, as well as seam inspection for tears pre- and post-expansion testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. As no work order information was provided, lot history review and device history review were unable to be performed.  A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 for the esheath (all models and sizes) revealed additional similar complaints, however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient/procedural factors may have caused or contributed to the similar events.  A review of the complaint history revealed that the occurrence rate did not exceed the control limits for the trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft insertion difficulty in patient and sheath shaft resistance with delivery system were unable to be confirmed. Complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, the patient had narrow and severely calcified femoral arteries, which could pose a difficult pathway for insertion of the sheath and subsequently the delivery system through the sheath. Calcification can hinder the transient expansion of the sheath during delivery system insertion. Available information suggests that patient (narrowed and calcified femoral artery) factors likely contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.  Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra), or a corrective action are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a transfemoral tavr procedure, there was difficulty advancing the esheath through the right femoral artery. The esheath would not advance past the iliac artery. The access vessels were dilated with a 6mm non-edwards balloon and the sheath would still not advance. A second esheath was prepared and was able to advance into the aorta with some difficulty. It was hard to advance the delivery system through the esheath. The patient was in pain and was given additional sedation. The procedure went well.  Upon removal of the esheath at the end of the procedure, an iliac occlusion was observed due to a dissection.  A covered stent was placed and flow was restored.  The patient had fairly narrow femoral arteries (>5.5mm) with possible localized calcification.